Event description:
It was reported that during an ablation procedure, the generator showed high impedance warning message therefore catheter was removed from the patient. Pieces of tissues were visible on the end of catheter which was cleaned and catheter was put back into the patient. The generator setting was 30w, 40 celsius and the impedance cut-off setting on the generator was 250 ohm. The operation was finished without any patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
"Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. " (B)(4)